Manufacturer narrative:
According to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. To determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is not planned at this time.

Event description:
In situ measurements showed some affected channels. There is no report of accident or trauma. Re-implantation is not planned at this time.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements showed some affected channels. There is no report of accident or trauma.

Manufacturer narrative:
Conclusions: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Per device explantation report, the device housing was found to be slightly rocked prior to removal, which is compatible with an external impact to the implant site. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
When the patient was seen for a follow-up, in situ measurements showed some affected channels. There is no report of accident or trauma and no changes in health. The patient was re-implanted on (B)(6) 2017. Per device explantation report, the device housing was found to be slightly rocked prior to removal.